Manufacturer narrative:
Device was discarded and not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter migration and seroma are both known possible risks of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending confirmation of revision surgery and subsequent patient status details. A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Internal complaint number: (B)(4).

Event description:
A hospital contacted technical solutions to report that a patient had been brought to the ER due to a "massive golf ball-sized mass of fluid" over their spinal column. They report that there was extreme pressure on the patient's spine. It was confirmed that the catheter was found to be out of the spine completely, and was curled up at the base of the mass. The patient was admitted to the hospital and a catheter revision will be scheduled.